Event description:
According to the information the prosthesis failed to inflate.

Manufacturer narrative:
According to the available information, this inflatable penile prosthesis was implanted in 2003 and removed in 2006, due to a malfunction. Additional information received from the physician indicates that the prosthesis failed to inflate and the pump would collapse. At the time of explant, the physician noted that the tubing at the pump had almost a complete tear. A pump, tow cylinders, and a lockout reservoir were received for evaluation. Examination and testing of the returned components revealed rough and irregular surfaces on the distal ends of the serialized exhaust tube of the pump and the exhaust tube of cylinder. This observations, together with the physician's observations at explant, lead qa to believe there was a separation in the serialized exhaust tubing. Since the tubing was no longer intact, leakage was not observed at either point, however it is likely that this was the location of failure. Several partial separations were noted on the inlet tube of the pump. Testing revealed that these were not sites of leakage. Abrasion was noted on the non-serialized exhaust tube of the pump, the inlet tube of the pump, and exhaust tube of cylinder 2. Based on previous qa simulations and examination of the returned product, qa concluded that the rough and irregular surfaces associated with the serialized exhaust tube of the pump and cylinder 1 indicates that sufficient stress (s) was exerted on them to separate the site while in-vivo. A spearation of this type would then allow the loss of fluid, making the device inoperable. Management routinely reviews modes of failure, such as this. Therefore, no additional action is required at this time.